Manufacturer narrative:
Patient ID reported as: (B)(6). Weight reported as (B)(6) pounds. This report is for one unknown rod/unknown lot. Unknown rod that was located on the left. Additional product codes: mni, mnh, kwp, kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pediatric patient had a revision surgery on (B)(6) 2014. It was reported that a pediatric patient was implanted t4-l2 (55 right main thoracic curve lenke type 1) on (B)(6) 2013. The original surgery was a posterior thoracic and lumbar fusion for scoliosis correction. Approximately one year post-operatively, patient noticed some pain on her right lower side, including the hip region. Post-operative computerize topography (CT) images taken on (B)(6) 2014 confirm patient has fused, but a small statute nut has come loose at right l2. This was not seen on any prior CT images. There was some loss of correction. On (B)(6) 2014, the patient underwent revision surgery to remove all hardware from t4-l2. It was reported that the patient had pseudoarthrosis at l2 and lost some correction because her spine did not fuse completely. It is suspected that the patient also has pseudoarthrosis at t4-5, but the hardware was intact and tight at that level. The patient was revised with a regular universal spine system construct from t4-l2. A time delay of ten minutes was reported to remove the old hardware. The revision surgery was completed successfully. This report is for one unknown rod. This is report 8 of 8 for com-(B)(4).